Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: jul 18, 2024. Sampling from: auxiliary water channel. Cfu: 2 cfu/ml. Bacterial identification: micrococcus luteus, staphylococcus hominis. Culture test in the third-party labs resulted in detection of bacteria. A review of the information in the reprocessing procedure provided by the user did not provide any information that could be used to determine deviations from the IFU. The device evaluation found foreign material adhered to insertion tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not specify the cause that the material adhered to insertion tube. The relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. Olympus will continue to monitor field performance for this device.